Event description:
It was reported that the patient's right atrial (ra) lead had low pacing impedances, oversensing and high/unstable/unmeasurable thresholds. Also reported was an apparent conductor fracture. The lead was removed and returned, a new lead was implanted. There was no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the analyst noted that the proximal conductor was fractured. The distal conductor was stretched, there was blood/body fluids on all conductors (not obstructed), and blood in/on helix mechanism. The outer insulation was breached (clavicle-rib crush), the inner insulation was torn, and there was a flexed, clavicle-rib. The full lead was returned and analyzed.